Event description:
It was reported that the right ventricular lead had rising impedance and rising capture threshold since the device replacement procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).